Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: light source shut off mid case, total loss of light during case the failure(s) identified in the investigation is consistent with the complaint record. Probable root causes are: possible false contacts or short circuit from debris called intermittent connection in circuit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.